Event description:
The complainant reported that a patient had a prima zi abutment placed at an unknown ((B)(4) dental site) on (B)(6), 2009. The abutment was reported to have fractured (B)(6) 2011. There was no indication from the complainant of any adverse effect to the patient as a result of the reported abutment fracture.

Manufacturer narrative:
The fractured abutment was returned with a crown securely attached; the internal lobe connection and the abutment screw were not returned. The fracture originated at the base of the abutment, the outer wall surface was uniform, no evidence of modification was observed. Fractures around the base of the zirconium abutment are typically caused by a torque setting over the recommended 30 ncm and/or misalignment during placement; however, the root cause of this failure could not be confirmed. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date. (B)(4).